Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a ventricular precontraction procedure, an intellanav mifi oi catheter was selected for use. It was reported that the microelectrodes was magnetic positioned. The physician used saline to perform the catheter infusion. The physician applied cold saline, and the catheter was found leaking liquid. No damage and no patient complications were noted. A different catheter was used to successfully complete the procedure.

Manufacturer narrative:
The device was received at boston scientific for analysis. Visual inspection noted the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. The reported event was confirmed.

Event description:
During a ventricular precontraction procedure, an intellanav mifi oi catheter was selected for use. It was reported that the microelectrodes was magnetic positioned. The physician used saline to perform the catheter infusion. The physician applied cold saline, and the catheter was found leaking liquid. No damage and no patient complications were noted. A different catheter was used to successfully complete the procedure.